Manufacturer narrative:
The available information suggests that this device and competitor ra lead remains in-service.

Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to report that this device and competitor right atrial (ra) lead exhibited a greater than 2000 ohms in (B)(6) 2010. The patient was presented to the clinic and all lead diagnostic measurements were normal (440-460 ohms). The patient was scheduled for another follow-up and the clinic nurse was planning to perform pocket manipulation and isometric exercise in an attempt to reproduct the out-of-range (oor) measurement.